Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to residual astigmatism, flickering, floaters, blurry and needs readers for near, unhappy with near vision. Another johnson & johnson lens, model diu225 20.0 diopter sn# (B)(4) was implanted as a replacement. No other interventions performed. No patient post-explant injuries. No other information was provided.

Manufacturer narrative:
The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: aug. 18, 2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to blurry vision could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.